Event description:
On (B)(6) 2013, the patient reported that her blood glucose level had been in the 300's mg/dl for the past few months. The patient felt weak, sleepy, and experienced blurred vision. The patient changed the infusion set and bolused, changed the basal rate, and gave herself insulin injections to correct the elevated blood glucose levels. The patient thinks the infusion device delivers too low an amount of insulin. The patient switched to her backup device and her blood glucose levels returned to normal. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device, adapter, insulin cartridge, and infusion set were replaced and were requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.